Event description:
Heli-fx endoanchors were being used in an endograft revision procedure. The primary aaa exclusion was completed approximately seven years prior using a gore excluder endograft. As it could not be determined if the endoleak was type ia or type ii, or a combination of the two, nine endoanchors were placed in the proximal sealing zone of the endograft to address the potential type ia endoleak and subsequently coil embolization was used to exclude vessels suspected to be contributing to the potential type ii endoleak. All endoanchors and coils were placed unremarkably through a sheath placed from the right femoral artery. During final arteriography, an air embolus was discovered in the left iliac limb of the endograft. The original endograft had been placed with the limbs in an ap orientation, with the left limb in the anterior location. Initially the decision was made to allow the air embolus to self-resolve with the pt in a supine position on the operating table. However, after closing the right groin, the operating physician chose to access the left groin with a small (4 fr) sheath and aspirate the air from the graft. The pt did not experience any adverse effects of the air embolus. Eval of the returned heli-fx devices from this procedure indicated that all valves functioned properly and that the devices met leak specifications. Thus it cannot be determined that any air ingress occurred through the heli-fx devices.